Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge unless the customer held the usb charging cable into position within the pump usb port, which led to a pump shutdown. The issue persisted across multiple usb cables. Ultimately, the pump was completely unable to charge. The customer's blood glucose (bg) level was reportedly over 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.